Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on an performa meter, compared to a professional meter, within 10 minutes: 38 mg/dl (performa meter) and 250 mg/dl (professional meter). No adverse event reported. Return of the suspect device was requested for evaluation.